Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that three days after the completion of a transcarotid artery revascularization (tcar) procedure, the patient exhibited stroke symptoms that included fatigueness and delayed left eye tracking. The physician stated that "cta showed small but multi focal infarcts." It was reported that the cta showed no acute event and the stent was patent. The patient was alert and oriented and felt better however continued to have delayed left eye tracking issues. The physician ordered that the patient receive physical therapy and rehab.